Event description:
During the case the system fault occurred while driving with the mid. The system displayed the mid sequence errors and consecutive lost torque messages. No patient injury has been reported.

Manufacturer narrative:
The system displayed an error message during the procedure. The specific message displayed means that the system detected a potential hardware issue that would require a reboot to clear the message. No patient injury was reported and the system responded as designed when detecting a fault condition. Subsequent to the initial evaluation, additional review determined that in this specific case, the error message was incorrectly activated and no actual hardware fault existed.